Manufacturer narrative:
Lift here label.

Event description:
It was reported by service report that both lift here labels are unreadable. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.